Manufacturer narrative:
Natus tech support troubleshot the device with the customer over the phone. Tech support instructed the customer to open the enclosure and reseat the connection from the light switch to the current board. Issue resolved onsite. No further investigation required.

Event description:
Natus medical received a complaint on (B)(6) 2017, reported that their neoblue 3 led was not producing full bright when turned to the low intensity setting. Issue was found when staff was getting ready to use the device. At high setting, the leds produced full and bright lights; while the device was set at low setting, the leds lights were off. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.